Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit shuts off without alarming.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Sieve bed, saturated. Battery, not holding charge. Complaint was confirmed. The underlying cause is sieve bed saturated and battery not holding charge. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states the unit shuts off without alarming.